Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 05/08/2015 with the following findings: on investigation, the alleged call service issue was verified in the black box but not duplicated during the evaluation. Review of black box data found the reported call service alarm on the complaint date, related to motor error due to occlusion during prime. Battery cap was not returned and a test cap was used in the evaluation. The pump powered up and functioned properly. A rewind/load/prime sequence and a 24-hour basal exercise were executed without incidences. Pump casing was opened no evidence of moisture intrusion or loose component was found in the pump.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (cs 064) issue during the rewind/load step at random. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.